Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that their heart rate was below the implantable pulse generator (ipg)'s set rate. The ipg remains in use. No patient complications have been reported as a result of this event.